Manufacturer narrative:
Additional information: h3, h6 and h10. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed a particulate matter at the blood port. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported before use, four units of revaclear 400 dialyzers were observed to have contamination inside the blood header connector. There was no patient involvement. No additional information is available.